Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model #: sc-4316, lot #: 18549327, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had an infection at the midback incision and pocket sites. Symptoms were redness, swelling and extreme tenderness. The patient was prescribed antibiotics and underwent an explant procedure. The physician did not believe that the infection was device or procedure related.